Event description:
It was reported the device turns off with battery change (fails battery test). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the ring and side bail covers were broken, the heart block, heart wire contacts, lead flex cover, battery drawer, and battery drawer o-ring were contaminated, the battery contacts were compressed, the keyboard was scratched and one heart block screw was cross-threaded. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).